Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the display appeared dim and discolored. Unrelated to the issue, there was worn painted noted on the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum. This report is made based on results of investigation completed on (B)(6) 2017.